Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received has indicated the t1 anchor did not deploy, which indicates the device could not be used and therefore no medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee arthroscopy, the fast fix did not deploy after inserting the anchor. It is unknown if a backup device was available and how the issue was resolved. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.